Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was contrast visible in the inflation lumen. The stent implant was stationary on the balloon and between the markers. The proximal end of the stent implant had two flared struts lifted up away from the balloon .the balloon was tightly folded. There were no kinks noted to the inner member. There were three kinks in the proximal hypotube shaft located 4.5 cm, 17 cm, and 27 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met mfg criteria. A laser micrometer was used to measure the outer diameter of the stent implant. The proximal outer diameter was measured distal to the flared struts. The outer diameters met mfg criteria. Product performance engineering reviewed the incident information and analysis of the returned device. It was reported that the stent was noted as dislodged at the beginning of the procedure. Analysis of the sds noted blood visible in the guide wire lumen and contrast visible in the inflation lumen. This is consistent with the reported information that the device was prepared for use; however, contrary to the reported stent dislodgement, the stent was stationary on the tightly folded balloon and between the markers. There were two flared struts on the proximal end of the stent. Damage to the proximal end of the stent is most consistent with that of which, occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the device. The tip seal length and stent outer diameters met mfg criteria. Due to the conflicting info received and the analysis of the returned product, no conclusive root cause can be determined. In addition, two kinks were noted in the hypotube, which was not reported in the incident and may have occurred during the packing of the device for shipment back to abbott vascular for evaluation. This damage does not appear to be related to or to have contributed to the reported difficulties. Product performance engineering will trend and monitor the experience circumstances. The lot history recorded was reviewed and did not reveal any non-conformities, which could have contributed to this complaint. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that at the beginning of the procedure, the stent implant was observed to be missing. The stent had dislodged. No additional event or patient information is available.